Manufacturer narrative:
9/18/96 1050 the surgeon said he stapled with the original cartridge across the base of the appendix. The device was reloading with a white cartridge and placed across the mesoappendix. It appeared to clamp properly, but when attempting to fire, the handle broke with a loud crack and part of the handle fell on the floor. The instrument did not cut or staple. It released from the tissue after "giggling it around for a while." The tissue could be pryed out of the instrument without damage because it had not stapled. Another ez35 was opened and the case completed. There was no consequence to the patient. A1,2,3,4,b6,7,d10-info not provided by user facility. H4,d5-info not available. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had a broken middle alignment finger and was missing the lockout tab. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported the instrument was used during a laparoscopic appendectomy. It was reported on the first firing the handle broke and the anvil would not release. They had to release head with other tools. The instrument did not fire. There was no consequence to the pt. No butterssing material was used.